Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited increased capture threshold since implant. It was noted the patient had missed dialysis multiple times which may have contributed to the increased thresholds. The leadless ipg remains in use. No patient complications have been reported as a result of this event.